Event description:
It was reported that a bur broke into pieces during surgery. It was also reported that the bur part number on the package was correct but that the bur inside the package was incorrect. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. It was not possible to determine the root cause for both the alleged breakage and the alleged incorrect product in package.